Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.] The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low pacing lead impedance measurements less than 200 ohms. Additionally, there was undersensing and loss of capture (loc) noted. Additional information received from the field representative indicated that the cause was not determined. The issue was a chronic problem and intervention was performed because the device was at elective replacement indicator (eri). The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.